Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the pump and could not reproduce the "system shutting off". The ac and battery operations were tested as well as the battery charge and battery/ac switching. Calibration was also checked and no issues found. Performed full calibration, functional testing and safety checks to factory specifications. The unit was returned to the customer. The service representative replaced an expired safety disk, however this was unrelated to the reported event. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
The customer reported that the "screen blanked out and the pump shut down 3 times (once this morning, then this afternoon and just before they switched the patient to another pump). " an electrical service person checked the outlet where the pump was plugged in and it was working properly. The pump was turned off when the incident occurred and turned back on without any problem. The patient was placed on another pump to continue therapy. No patient injury was reported.